Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery using a prostyle device after an interventional peripheral artery disease procedure with a 6fr sheath. Reportedly, the foot would not close. The skin was nicked and while pushing down on the groin area, it was noted that the suture was wrapped around the foot of the device. The suture was cut and the device was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported difficult to close foot was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficult to close foot and subsequent treatments appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.